Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the black box showed call service motor rewind errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. Unrelated to the original complaint, moisture was found behind the display lens. A leak was found in the battery compartment. The battery compartment was cracked along the side of the pump. The pump was opened to find moisture on the printed circuit board and in the motor drive circuit and throughout the pump interior.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.